Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23nov2020.

Event description:
The customer reported that the unit randomly goes into standby. The customer contacted product support and the biomed reports that pvt passed. The customer reports that the unit has 2.30 software. Product support provided the customer with pages of the operator's manual that shows the standby screen. Product support advised to check with the operator to verify if the operator actually saw the stand by screen or if there description of stand by is referring to something else. The biomed reports that the significant event log reflects a lot of disconnects around the time of the reported event. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The unit was swapped out. No delay in therapy reported. Per biomedical engineer, he could not duplicate the problem and could not find anything wrong with the unit. Completed full pm. No part was replaced.